Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Reportedly the customer change supplies, and the alarm cleared. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, no response was received from the customer. There was no reported adverse impact to the customer.